Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, seroma-late and irregular and imprecise contours.

Event description:
Healthcare professional reported capsular contracture, baker grade iii, seroma-late and irregular and imprecise contours, diagnosed via ultrasound against left device. Device remains implanted.